Event description:
Alleged event: the catheter balloon ruptured when inflated after placement into the patient and the catheter slipped out. The patient's condition was reported as unk.

Manufacturer narrative:
(B)(4). The device history review investigation could not be conducted because the product catalog number was not provided. One sample was returned which did not show any obvious defect, material degradation or damage except the balloon was burst. Examination of the device using a high magnification microscope revealed scratch marks near the tear region as would occur if contact was made with a sharp or pointed object. Based on the investigation the balloon could have burst due to scratch mark that was observed near the torn area. Therefore the complaint cannot be confirmed and the root cause is unknown. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.